Manufacturer narrative:
Film evaluation summary: the reported malposition of the device and endoleak could not be confirmed from the limited films provided; therefore, the cause of the event could not be determined. Procedural angiogram videos showing the stent graft deployment and post-implant cts showing the proximal endoleak were not provided for a thorough assessment of the reported events. The only post-implant still angiogram provided was after the intervention, where the proximal fabric margin appeared to have been extended proximally. Analysis of the returned films did not reveal any stent graft integrity issues. Photo evaluation summary: two (2) images were received from the account. The product size was visible on the handle label on one of the valiant captivia devices. Both delivery systems were visible on the second image. The tip capture release handle was missing from one of the delivery systems. The reported malapposition could not be confirmed based on the image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic ulcer. It was reported during the index procedure the patient underwent intraluminal isolation of the thoracic aorta with a stent graft. Va mf3434c150te was implanted, the stent deployment process was followed but after the stent was deployed, the stent experienced a backward jump displacement, causing the proximal end of the stent to move backwards which led to internal leakage of contrast agent within the ulcer.  Another valiant captivia stent graft vamf3434c200te was implanted to isolate the internal leakage and the surgery was completed. Per the physician the cause of the event was due to proximal end displacement of the stent when the stent was deployed and opened. No additional sequelae were reported and the patients is fine.